Manufacturer narrative:
On 7/15/97, follow up info was received. The symptoms resolved in 1/97.

Event description:
A pt rec'd a treatment on 12/18/96 in the creases beneath the eyes, vertical lines above the upper lip, nasolabial folds, horizontal lines of the forehead, and glabella. On 12/27/96 the pt was seen with 2 small lumps beneath each eye at the treatment sites. The physician was not sure of the diagnosis; intradermal saline was injected adjacent to the lumps at the infraorbital treatment sites to even out the lump at the infraorbital treatment sites to even out the lumps. The physician believed th ept exacerbated the lumps by manipulation of the sites. The pt was seen on 12/28/96 with continuing symptoms; no medical or surgical intervention was prescribed or planned. On 1/6/97 the pt presented with improved symptoms; gentle, mild pressure massage of the lumps was prescribed.